Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they had trouble charging the ins, and said the ins had been implanted for 8 years so they think it was that the ins needed to be replaced. Pt said they noticed trouble for the last 2 weeks and they couldn't charge the ins all the way full. Pt said now the ins was down again because they had to have their settings on 5 to help with their pain. Pt then mentioned they were told they would probably have the ins replaced in december, but pt would need their right hip (same side as ins) replaced before that because pt was in massive pain due to the bone on bone in their hip. Pt was told they couldn't do hip replacement and ins replacement at the same time, and pt also asked if they could move the pt's ins to a different spot (pt mentioned they wanted the hcp to move the ins up their spine when they replaced it). The patient was redirected to their healthcare provider to further address the issue. Pss reviewed charging considerations as ins got nearer to the 9 years and redirected to hcp to discuss ins replacement considerations. When asked doctor, pt said dr. (B)(6) (first name asked unknown), a neurosurgeon at (B)(6).redirected caller: patient's hcp pt asked if they could have urinary ins along with scs as pt also has urinary incontinence. Pss redirected to hcp to discuss.redirected caller: patient's hcp additional information was received from the patient. It was reported that their battery needs to be replaced with a new one. They are planning on having a new battery placed in (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implant was removed on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.